Manufacturer narrative:
Hamilton medical ag ref. (B)(4).

Event description:
Hamilton medical ag received the following event description: "hospital staff says that during ventilation, the device shut down, no alarms present. Plugged in to a red outlet. Can't get logs from device because device will not power on. Device will be coming onto tech support for repair. Hopefully once powered on, logs can be extracted. - from what I see on complaint form, desaturation addressed immediately, patient stable. Intervention necessary: patient manually resuscitated via bvm while vent was getting replaced. The case has not been reviewed yet by hamilton medical ag. Therefore the failure description could not be confirmed yet. So far no relation to the device has been established.

Manufacturer narrative:
Investigation outcome: it was reported that during ventilation, the device shut down while "plugged into a red outlet"; as a result, the patient's spo2 had fallen to 74% and had to be manually resuscitated with a 100% o2 bag-valve mask while the device was being replaced. Afterward, the ventilator would not power on, so alarms could not be assessed nor logs retrieved. The unit will be sent to technical support for evaluation/repair. -additional information received: description states ¿vent shut down on pt¿ red light flashing on top of screen¿ plugged in red outlet¿ unable to restart¿ unable to retrieve vent logs... Pt manually resuscitated while vent was getting replaced". A clinical note states: "labored breathing" was noted at ~07:35 on (B)(6) 2025 (prior device shut down) it was noted the device triggered alarms (unspecified) and shut down completely, and the patient¿s spo2 had fallen to 74% at ~08:11 on (B)(6) 2025, prompting immediate manual ventilation with 100% o2 via bag-valve mask, followed by transfer to ICU and replacement of the ventilator; the patient stabilized after the swap. "Sepsis/septic shock" was noted at ~21:45 on (B)(6) 2025. The service engineer confirmed the device would not power on per the complaint. However, ac power and batteries were detected by the device. The esm was replaced to resolve the issue. In addition, the display front was also replaced due to front cover damage. The options and configurations were added to the esm, service software tests were completed, as well as general tasks and electrical safety tests. This case is considered as closed.